Event description:
It was reported during transfer from a 7f sheath to a faradrive sheath during a farapulse pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, the physician noted excessive bleeding at the puncture site in groin. The decision was made to abandon the case and the procedure was cancelled with the patient under general anesthesia. The physician stated that in their opinion no device fault or complication was caused by the device. No additional medical or surgical interventions were performed and the patient was not hospitalized beyond standard of care. The patient was expected to fully recover from the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.